Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system gave a remote alert indicating the host computer had a memory problem. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found one or more memory bank(s) of the pc failed and requested onsite support for repair. To resolve the issue, the philips field service engineer (fse) went onsite, cleaned and reseated host pc memory 3. The defective part was sent for analysis, for live video malfunction was observed and the failed component was found to be video splitter dvi. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.